Event description:
It was reported that the user experienced hyperglycemia with a cgm value of 360 mg/dl and a fingerstick of 370 mg/dl after multiple occlusion alerts earlier in the day that resolved after changing the ilet infusion set and supplies, followed by a meal and meal announcement. Symptoms included nausea and irritability. Outcomes included no reported hospitalization, emergency treatment, or additional medical intervention. Investigation included user interview and troubleshooting with education. Investigation of this case revealed that the cause of the hyperglycemia was unclear following resolution of occlusion alerts after supply changes. It was concluded that a device-related malfunction could not be confirmed and the event was attributed to hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.